Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal 23.0 diopter lens model was replaced with a monofocal 23.0 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Additional information provided in d.11 and h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An operating room supervisor reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with their vision and felt dizzy. The iol was exchanged for another lens model with the same diopter power four months following the initial procedure. Additional information has been requested.